Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noted. The 80% stenosed lesion was located in the severely calcified and moderately tortuous right coronary artery. After the lesion was dilated with an unknown balloon, the physician wanted to implant a 5.0x24mm taxus liberte stent into the proximal right coronary artery, however, they were unable to cross the lesion. The physician found that the stent struts were raised. The procedure was completed with another of the same device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noted. The 80% stenosed lesion was located in the severely calcified and moderately tortuous right coronary artery. After the lesion was dilated with an unknown balloon, the physician wanted to implant a 5.0x24mm taxus liberte stent into the proximal right coronary artery, however, they were unable to cross the lesion. The physician found that the stent struts were raised. The procedure was completed with another of the same device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the stent found no issues, with no damage noted. No issues were noted the tip profile that could have potentially contributed to the complaint incident. The proximal section of the balloon was slightly inflated and so was subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).